Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding 1-stat troponin cartridges that yielded discrepant result on a pt. I-stat troponin: 0.29 ng/ml at 13:26; I-stat repeat: <0.10 ng/ml at 13:28 (same sample). Dimension troponin <0.10 ng/ml 19:15; <0.08 ng/ml 4:45 am. Based on the info available at the time, there were no injuries associated with this event.